Event description:
The device was used during an unspecified procedure. Reportedly, the anvil disengaged from the center rod. The surgeon performed a colotomy to remove the anvil. The hospital has reported that the pt's status is satisfactory.

Manufacturer narrative:
10/1/97-supplemental report # 2 sent to FDA. Corrected data entered in b-1, b-2 and h-1.